Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the product would not turn completely. Photos of the returned device revealed that the tip of the sheath was damaged and slightly torn. The device was used during a procedure, but there was no report of patient injury or additional medical intervention.